Event description:
Report 1 of 2: it was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive adenovirus patient result was obtained. Sample was repeated on max and was adenovirus negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are seeing suspected false positive results while running the enteric viral panel assay. Bd service and quality analysis of customer run files revealed evidence of optical crosstalk. A bd field service engineer (fse) was dispatched to the customer site where they performed an instrument health check. The instrument was verified to be in good health, alignments, calibration, and cleaning was performed. The instrument was qualified and confirmed to operate to bd specifications. This complaint is unconfirmed as no functional problem could be identified. Returned sample analysis consisted of analysis of customer run files. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
Report 1 of 2: it was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive adenovirus patient result was obtained. Sample was repeated on max and was adenovirus negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. E.1. Initial reporter fax: (B)(6). G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.